Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned flextome device. The customer's 6fr guide catheter was not returned for anlaysis. A visual and microscopic examination of the balloon noted that the balloon was unfolded which indicates it had been subjected to positive pressure. A longitudinal tear was identified in the balloon material beginning at the distal end of the proximal markerband and extended distally across the balloon material for approximately 10mm. An examination of the balloon material identified no issues which could have contributed to this damage identified. A visual and tactile examination identified a break in the kinked hypotube of the device. The break was noted approximately 829mm distal the strain relief. The midshaft was also noted to be kinked. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the catheter that could have contributed to the complaint incident. A visual and microscopic examination was performed on the blades, tip and markerbands. All blades were present and fully bonded to the balloon material. No damage or any issues were noted that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter removal difficulties occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. The flextome balloon was delivered to the lesion area using a non bsc guide extension catheter. When the physician tried to remove the balloon from the patient's body after dilation, it was noted that the balloon was caught at the tip of the guide catheter and could not be pulled. Consequently, the shaft of the flextome was cut to be retrieved. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a catheter removal difficulties occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. The flextome balloon was delivered to the lesion area using a non bsc guide extension catheter. When the physician tried to remove the balloon from the patient's body after dilation, it was noted that the balloon was caught at the tip of the guide catheter and could not be pulled. Consequently, the shaft of the flextome was cut to be retrieved. The procedure was completed with a different device. No patient complications were reported.